Event description:
It was reported that the patient is being considered for a right hip revision approximately 16 years post-implantation due to pain. The patient was noted to have age-related bone deterioration. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Shell porous with holes 52 mm o.d. Item# 00620005220 lot# 61486663. Femoral head sterile product do not resterilize 12/14 taper item# 00801802803 lot# unknown. Liner 10 degree elevated rim 28 mm i.d. For use with 50/52/54 mm o.d. Shells item# 00631005028 lot# 6193043. Unknown screw item# unknown lot# unknown (x3). G2: foreign - event occurred in spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.